Event description:
The dealer states that the brakes are not holding and they just changed them out in (B)(6). The dealer states he cannot adjust them any further. The dealer states there is a easy lock on the chair. Dealer will call back and let us know which brakes he wants or if he wants these replaced already replaced once in (B)(6) 2015.

Manufacturer narrative:
The device was received by the returns department which were unable to test due to no test fixture and the parts returned were completely disassembled.

Event description:
The dealer states that the brakes are not holding and they just changed them out in january. The dealer states he cannot adjust them any further. The dealer states there is a easy lock on the chair. Dealer will call back and let us know which brakes he wants or if he wants these replaced already replaced once in (B)(6) 2015.

Manufacturer narrative:
A returned was issued and the product is awaiting evaluation. A follow up will be filed if/when any additional information is provided.